Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the memory noted that the device was in dddr mode with the accelerometer (xl), minute ventilation (mv) and auto capture (ac) features programmed on. The lead impedances noted in memory were 310 ohms in the ventricle and 408 ohms in the atrium and the thresholds ranged from 0.7v to 1.0v which would place the device post elective replacement time (ert). The calculated current drains for current bin placement at the parameters and programming this device used were right on the edge between the 1st and 2nd current bins. The lead impedances were low enough where a slightly lower lead impedance could cause enough of an increase in current, only one micro-amp would be needed, to put the device into the 2nd current bin and lower the longevity of the device. When the customer saw an estimated longevity remaining of 2 years, the device was most likely calculating only enough current for the 1st current bin, but very close to the edge of the 2nd current bin. A slight decrease in the measured lead impedances would cause enough current to place the device into the 2nd current bin, lower the longevity and thereby cause the device to declare ert sooner than the customer expected. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that in (B)(6) 2010, this pacemaker displayed two years of longevity remaining. However, in (B)(6) 2010, it displayed six months of longevity remaining and had declared elective replacement time (ert). A boston scientific technical services consultant discussed the clinical observations with the caller. The device was subsequently explanted and replaced without incident.